Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was not coming down. His blood glucose level got up to 400 mg/dl and it took him all day to bring it down. The customer treated his high blood glucose level with the insulin pump and some syringes. The device was not returned.